Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital. Upon interrogation, it was noted that the left ventricular - lv lead exhibited failure to capture. An x-ray was performed and the lv lead was found to be dislodged. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.